Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 400mcg/day) via an implantable infusion pump. Indication for pump use was intractable spasticity and cerebral palsy. Patient medical history included larson syndrome and fused spine. Beginning an unknown date, the patient experienced episodes of spasticity alternating with coma. A catheter dye study showed poor diffusion of dye to the lower spine. A (B)(6) study was normal. The patient had a spine fusion which may have led or contributed to the event. On (B)(6) 2016 a new spinal catheter was placed in interventional radiology. The rest of the catheter was placed in the operating room (or). The old spinal catheter was ligated in place in the spinal pocket. It was unknown if the issue was resolved. Patient status at the time of the report was unavailable. Additional information was received from the manufacturer representative. The issues had been going on for several months, and she believed it began in 2016. The cause of the poor diffusion was unknown. The catheter remained in the patient, so there was no way to know the cause for certain. No additional information was reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.